Event description:
IV tubing disconnects, unscrews itself reported on all manufacturer's lots with lot #21-0401-01. Extreme potential for pt injury. The MFR has been notified of the problem of tubing disconnect even with substituted products since 2003.